Event description:
The customer reported that system displayed an ma error during a cysto case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended. (B) (4).